Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due the reader becoming wet, they were unable to monitor glucose with it and experienced hypoglycemia with the results of 36 mg/dl, blurred vision, and tremors. As a result, customer was unable to self-treat and was administered glucagon as treatment by their daughter. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer¿s report of "(B)(6)¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due the reader becoming wet, they were unable to monitor glucose with it and experienced hypoglycemia with the results of 36 mg/dl, blurred vision, and tremors. As a result, customer was unable to self-treat and was administered glucagon as treatment by their daughter. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed and no issues were observed. Reader did not power on with button depression, test strip or usb cable insertion. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.